Event description:
Boston scientific received information that system was exhibiting loss of capture in the right ventricle (rv) which resulted in greater than two seconds of asystole for this patient. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The system remains implanted. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.